Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by a doctor. The customer stated that she had ketones and nausea ad she was not eating, but her blood glucose levels were still high. The customer also stated that she has had elevated blood glucose levels from 6 days before the event. The customer then stated that she used a model mmt-381 silhouette infusion set. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime. Nothing further was reported.